Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing during an esophagus imaging procedure resulting in pacing inhibition. This patient was noted to be pacing dependent. This device remains in service. No adverse patient effects were reported.